Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a device alert. Device interrogation revealed a charge timeout. Subsequently, the device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The returned device image was reviewed and a charge timeout was seen to have occurred during a capacitor maintenance. Bench testing was performed and the device was found to be normal. No device anomaly was found. The high voltage capacitors were sent to the manufacturer for further analysis. An internal capacitor anomaly was found to have been the cause of the extended charge time.